Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received six no delivery alarms in two days. Customer's blood glucose was 289 mg/dl. Customer reported that blood glucose was previously 489 mg/dl and 536 mg/dl. Customer reported that cannulas were bent. Customer was able to resolve no delivery with a complete set change.